Event description:
On 05-jan-2026, it was reported by the patient via email that the patient underwent patellar tendon reconstruction in (B)(6) 2025, during which arthrex biceps button fixation devices were utilized by the operating surgeon. Following the procedure, the patient experienced substantial postoperative complications that significantly impacted recovery and functional outcome. The patient noted that these complications have been severe and persistent. No additional details were provided. Additional information was received on 16-jan-2026: the patient underwent right patellar tendon reconstruction on (B)(6) 2024 following a patellar tendon rupture on (B)(6) 2024. The procedure utilized two ar-2260bc biocomposite distal biceps implant systems and one ar-2323bct-2 biocomposite swivelock suture anchor. Approximately three weeks postoperatively, the patient reported early symptoms, noting that ¿something felt wrong,¿ though the operating surgeon initially advised this was within normal postoperative expectations. The patient subsequently developed severe knee stiffness, inability to bend the knee, and episodes of knee locking. These symptoms required a second surgery, after which the range of motion improved and the knee locking resolved. Despite improvement, the patient continues to experience persistent stiffness described as a ¿bungee cord pulling across the knee,¿ as well as swelling when not wearing a compression sleeve. The patient reports that the swelling and stiffness contribute to discomfort in the hip and ankle. The patient states they do not experience pain in a neurotypical manner, and stiffness remains the primary ongoing concern. Medical management has included physical therapy, acupuncture, and imaging. The current treating physician evaluated the patient on (B)(6) 2026 and diagnosed multiple severe arthrofibrosis. The surgeon advised that the patient¿s current functional status is likely their new baseline, with potential for gradual improvement over time. Revision surgery is not indicated at this time. Additional information was received on 20-jan-2025: the patient previously underwent patellar tendon surgery and subsequently experienced complications, including significant difficulty with knee flexion, episodes of knee locking, and severe arthrofibrosis. On (B)(6) 2025, the patient sustained a fall attributed to knee locking. MRI imaging later demonstrated a high-grade acl tear. On (B)(6) 2025, the patient¿s current physician performed acl reconstruction along with medial and lateral meniscectomies. Following this procedure, the patient has regained full knee range of motion and no longer experiences locking; however, residual symptoms from the initial patellar tendon surgery persist, though they are gradually improving. At a follow-up visit on (B)(6) 2026, the patient¿s current physician indicated that a patellar tendon revision is not anticipated to be necessary. The surgeon advised that the remaining symptoms are likely baseline postoperative findings and are expected to continue improving with time and ongoing care.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.